Event description:
It was reported that the probe failed to prime and no samples were obtained during the biopsy. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was discovered broken on the returned sample. The investigation also confirmed for failure to prime, as the device could not be primed during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. The stylet and cannula were in their initial positions (not primed). The sample was not primed, as the arrows could not be seen in the ready window. Loose particles could be heard moving in the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was then attempted to be rotated again but would not rotate, confirming the investigation for failure to prime. The sample was disassembled and the internal components examined. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.